Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms on the atrial channel. A fracture of the competitive atrial lead was suspected but was not confirmed via fluoroscopy. A revision procedure was performed and the lead was removed from service and replaced. This device remains in service. No additional adverse patient effects were reported.